Event description:
Per complaint (B)(4), a dental implant and healing cap would not disengage during the placement procedure. The patient's implant had to be removed. The procedure was completed within the same visit. No adverse patient consequences were reported.